Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies declared elective replacement indicator 3 months ago. The monitoring voltage was middle of life 2, and a charge time of greater than 18 seconds with the last capacitor reform. The device was implanted 2.8 years.